Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3006425876-2016-00255.

Event description:
It was reported a second kit was opened and the guide wire became stuck and uncoiled. As a result, a third kit was opened and placed successfully. There was no delay in treatment and no patient death or complications reported.